Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging an inaccurate control solution results. The reporter claimed obtaining a control solution result of ¿124 125 163 165 117 121 120 132 130 122 142 139 and 141 ¿ which fell out with the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.